Event description:
The manufacturer was contacted in regard to a dreamstation auto CPAP w/humid, can. The user reports that she awoke to smoke in her mask, with the filter being black and covered in soot. There are no allegations of patient harm, and no medical intervention is specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.